Manufacturer narrative:
Upon receipt, the lead was found cut approx. 20 cm distal to the is-1 connector pin. Only the proximal part of the lead was returned for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The analysis of the fragment demonstrated a rubbed through connector insulation between 6.5 cm and 7 cm distal to the is-1 connector pin as well as approx 7 cm distal to one of the df-1 connector pins. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state. Interaction between the lead body and the generator housing should be taken into consideration. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implant time of three years, the physician reported the OEM pacemaker needed to be replaced. This lead was explanted with the pacemaker and returned to biotronik for analysis. This was all of the information that had been reported. Based on the analysis findings, it was decided this device needed to be reported.